Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint was not confirmed for connection issue of the transfer set and plastic catheter adapter due to lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported a transfer set disconnected from the peritoneal dialysis (pd) catheter plastic adapter during dialysis. The nurse confirmed the patient's transfer set was replaced and the plastic beta cap adapter involved with the separation is still in use by the patient. The separation occurred during an unknown cycle while the patient was performing therapy; the patient was awake when the separation occurred. The nurse stated she noted no defects with the transfer set or the beta cap adapter. The nurse stated this patient did not develop any infection as a result of this incident. The patient was treated with prophylactic antibiotics. The nurse confirmed this patient has since resumed therapy without further issue.